Event description:
It was reported that the system was crashing when they tried to edit the image, causing the patient to be re-exposed. It was determined to be a software issue, and a upgrade is needed. Once the software was upgraded, the system is working as intended.